Manufacturer narrative:
H6: investigation summary: it was reported the needle caps are hard to remove, a needle stick injury resulting in medical treatment occurred, and the customer was unable to locate the expiration date. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web. No other information could be obtained from the photo. It could be possible the product is old and expired. The provided packaging blister graphics did not require at expiration date at the time of manufacturing. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that while using the bd precisionglide¿ needle a needle stick occured. The following was reported by the initial reporter: we recently had a needle stick that resulted in medical treatment.

Event description:
It was reported that while using the bd precisionglide¿ needle a needle stick occured. The following was reported by the initial reporter: we recently had a needle stick that resulted in medical treatment.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death and the product was expired.

Event description:
No additional information.